Manufacturer narrative:
(B)(4). Batch p56j5d. Investigation summary: the ec60 device was received for analysis with no visual non-conformances and with two ecr60b reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received unfired. After further analysis on the reload (c) it was notice that the top of the one piece sled rails was deformed. The device was tested for functionality with the returned cartridge reload (b) by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The condition on the one piece sled is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the lobectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.